Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  The device was not explanted for return. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a cruise in mexico, the patient experienced a stroke. The last set of labs provided, the patient¿s lactate dehydrogenase (ldh) was over 1600 u/l. The family elected for comfort care and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke, hemolysis and death are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.